Manufacturer narrative:
Concomitant medical products: gore® excluder® conformable aaa endoprosthesis with active control system (cxa280005e ¿ lot: 23550552). Device remains implanted. The initial imaging evaluation stated the following: there is no contrast visualized outside the implanted endograft for the proximal 25mm. The graft appears to be well apposed to the aorta within this location. Blood is visualized outside the endograft >25mm distal to the proximal portion of the main body. This appears to be a well-timed cta examination in the arterial phase. There is no contrast visualized within the venous structures. The jpeg images provided are non-dicom, reviewed and not added to this evaluation as they add no value and are non-dicom with no patient information or scan details. Additional imaging of patient after reintervention to be sent for investigation when available. Statement from IFU: "adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to endoleak." Review of imaging shows graft appeared to be well apposed to the aorta within this location. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications.

Event description:
It was reported that a patient presented with an abdominal aortic aneurysm and was treated with a gore® excluder® aaa endoprosthesis on (B)(6) 2017. The patient presented with a type 1a endoleak on march 16, 2022. The patient was treated for endoleak with a gore® excluder® conformable aaa endoprosthesis with active control system (cxa280005e ¿ lot: 23550552) on (B)(6) 2022. After two dilatations, no type I endoleak was visible angiographically. The patient tolerated the procedure.